Manufacturer narrative:
The battery charging algorithm was identified not to guarantee optimal charging conditions for each use scenario. The boost charge was exempt. This may cause a reduction of the battery life time, specifically for batteries which are often used during patient transport. As a consequence, we have decided to update the software (firmware), to test batteries in regards to their capacity and to replace batteries if the capacity is already reduced. A fsca has been initiated and already reported: information of users via fsn about this issue; update of the software; test of batteries and replace if required. Action has been prioritized for customers using the device for transport.

Event description:
It was reported that the ventilation unit vn500 failed during patient transport. No injury reported.